Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. The patient had a baseline right bundle branch block (rbbb) and left anterior fascicular block (lafb). The length of the membranous septum was 6mm. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). On 29 august 2025 the patient went into complete heart block. A permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. The patient had a baseline right bundle branch block (rbbb) and left anterior fascicular block (lafb). The length of the membranous septum was 6mm. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). On (B)(6) 2025 the patient went into complete heart block. A permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of patient effects heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be determined. The reported hospitalization, unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.